Manufacturer narrative:
See attachment titled additional MFR's narrative MDR 2910081-2007-00035. This report summarizes this issue and includes our risk analysis result and corrective action.

Event description:
In the abundance of caution, this issue is being reported: systems involved: coherence therapist workspace (rtt version 2.1) when the reference image has been calibrated for centering, when the reference image is used for pt positioning, the image will shift when the positioning tools are used. Potential for mistreatment if the image is shifted so that the image isocenter does not correspond to the machine isocenter. Its important to note that the anomaly was discovered prior to treatment.